Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7020470, model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was too close to the surface of the skin. The patient underwent an explant procedure.